Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown procedure. During the procedure, a flute drill bit with marking was fractured while perforation was made when colliding with a pin. The fragment could not be removed and remains in the patient without causing injury. It is unknown if there was a surgical delay. The surgery was successfully completed. The drill was marked on the equipment. The patient status is unknown. Concomitant medical products reported: unknown pin (part# unknown, lot# unknown, quantity# 1), unknown drill (part# unknown, lot# unknown, quantity# 1). This report is for one (1). 1.8mm 2 flute drill bit 96mm/ w/marking. This is report 1 of 1 for (B)(4).